Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's (australia) scs system was explanted due to the need for an MRI. Upon removal of the system, a fracture was observed in one of the leads. Prior to the procedure, the patient reported experiencing a sharp pain in his back when therapy was initiated. In addition, the pt alleges an occurrence approximately six months ago in which he was unable to walk properly.